Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing and displayed a service code 105 (pulse test fault). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.